Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (6gzk4g) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a reading of 450 mg/dl compared to lab result of 147 mg/dl within 10 minutes, as well as receiving a reading of 450 mg/dl compared to a lab result of 148 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer insisted on keeping the meter, therefore the product is not expected back for investigation. A follow-up report will be submitted if additional information is obtained. Note: the device manufacture date is unknown as the meter serial number is unknown. The date entered is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted. (B)(4).